Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Event description:
It was reported that during testing conducted by a manufacturer field service technician at the user facility, the trigger of the device was getting stuck in the on position and running without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The device was not returned for analysis; it is not possible to perform a device evaluation without return of the device. The device was not returned for analysis.

Event description:
It was reported that during testing conducted by a manufacturer field service technician at the user facility the trigger of the device was getting stuck in the on position and running without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.